Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has review the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have ben evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hysterectomy. Event description: we had our new generator in the hospital after replacing the old version in different departments. We noticed complains mainly from the ob/gyn department that the open voyant eb240 heats up a lot and causing harmful thermal spread. After attending a case with the surgeon and seeing the unusual thermal spread we decided to change the generator. We tried a different generator and the problem was solved. Kindly note that the generator didn't give any alarm or an error was displayed. Additional information provided by applied lebanon via email 06oct21: no patient injury. 4-5 handpieces that were used with the generator. The generator wasn't giving an error, there was an unusual thermal spread that the surgeon noticed and called us in. No error code displayed, after we realized the thermal spread that was occurring only in the ob/gyn service we decided to try using a different generator. After replacing the generator the thermal spread decreased. No handpieces to return. Type of intervention: change of device. Patient status: no patient injury.

Event description:
Procedure performed: hysterectomy. Event description: we had our new generator in the hospital after replacing the old version in different departments. We noticed complains mainly from the ob/gyn department that the open voyant eb240 heats up a lot and causing harmful thermal spread. After attending a case with the surgeon and seeing the unusual thermal spread we decided to change the generator. We tried a different generator and the problem was solved. Kindly note that the generator didn't give any alarm or an error was displayed. Additional information provided by applied lebanon via email 06oct21: no patient injury. 4-5 handpieces that were used with the generator. The generator wasn¿t giving an error, there was an unusual thermal spread that the surgeon noticed and called us in. No error code displayed, after we realized the thermal spread that was occurring only in the ob/gyn service we decided to try using a different generator. After replacing the generator the thermal spread decreased. No handpieces to return. Additional information provided by applied lebanon via email 03nov21: this has occurred 4-5 times. No other incidents of thermal spread have been reported previously. Yes, there are eb240 devices available for return. Type of intervention: change of device patient status: no patient injury.

Manufacturer narrative:
The generator unit was returned to applied medical for evaluation, without the handpieces that were used in conjunction with the generator. Testing was performed on the generator unit, and the unit functioned as intended. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hysterectomy. Event description: we had our new generator in the hospital after replacing the old version in different departments. We noticed complains mainly from the ob/gyn department that the open voyant eb240 heats up a lot and causing harmful thermal spread. After attending a case with the surgeon and seeing the unusual thermal spread we decided to change the generator. We tried a different generator and the problem was solved. Kindly note that the generator didn't give any alarm or an error was displayed. Additional information provided by applied lebanon via email 06oct2021: no patient injury. 4-5 handpieces that were used with the generator. The generator wasn¿t giving an error, there was an unusual thermal spread that the surgeon noticed and called us in. No error code displayed, after we realized the thermal spread that was occurring only in the ob/gyn service we decided to try using a different generator. After replacing the generator the thermal spread decreased. No handpieces to return. Type of intervention: change of device. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.